Event description:
Per patient tracking, this lead was explanted. Per (B)(6), the lead was explanted because it was not capturing. Due to patient's anatomy, an acuity spiral lead had to be use to get into the tight spot. The lead was implanted and explanted the same day.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.